Event description:
Boston scientific received information that this right ventricular (rv) lead displaced loss of capture at max outputs. Pace impedance was down around 100 ohms from a month ago at implant, but still within normal limits. The physician suspected a micro perforation but the patient had no signs or symptoms of a perforation. The physician performed another procedure to reposition the lead. The reposition was successful with good lead measurements achieved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.